Manufacturer narrative:
This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed.

Event description:
The complainant reported that the clinicians were performing a therapeutic ureteroscopy procedure on a patent. During the procedure, the first basket opened but would not close while inside the patient's anatomy. Please reference attached medwatch report number 3005099803-2009-00632 which documents this first device used in this patient procedure. The clinicians then obtained a second device, which is at issue in this report, but again this basket opened but would not close while inside the patient's anatomy. The physician then aborted the procedure and planned to bring the patient back at another time to complete the procedure. The complainant reported the patient's condition as "fine". There was no indication of any adverse effect on the patient as a result of the reported malfunction.